Manufacturer narrative:
The device was evaluated by zoll medical corporation. The reported malfunction was not duplicated or confirmed. The device was subjected to extensive testing which included bench handling, stress testing, power cycling and full functionality testing without any discrepancies. Review of device's history logs indicated that the customer tried to shock without charging the device and pressed device shock button instead of the paddle shock button to discharge energy. The accessories used at the time of the reported event were not returned for evaluation. This claim has been closed as user error. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed to discharge. Complainant did not indicate that there was any patient involvement in the reported malfunction.